Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple "cartridge change error" messages with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Contact stated customer has back up shots of insulin for insulin therapy.